Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the bubble sensor. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a bubble sensor stopped working during a procedure. The device was replaced with another and procedure continued with no further issues. No additional information was provided. There was no report of patient injury.

Manufacturer narrative:
H.10: through follow-up communication with the hospital biomedical engineer livanova learned that the bubble sensor kept alarming even if no air was present in the line and the alarm could not be cleared. The cushions of the bubble sensor were deflated. The biomed replaced the bubble sensor and no longer needed livanova assistance. Following to the above information received, livanova re-evaluated the reportability of the event to not reportable case. In case of bubble sensor triggering false bubble alarms, caused by deflated cushions, the pump is stopped by the bubble alarm even if no air is present in the monitored line. In such situations, the alarm can always be cleared/overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, it is unlikely that a false bubble alarm will result in a prolonged interruption of cardiopulmonary bypass. Therefore, any failure of bubble sensor resulting in oversensing is not likely to result in death or serious injury and is assessed as not reportable.

Event description:
See initial report.